Manufacturer narrative:
On 24 february 2016 it was prepared a final report with the information already submitted in the initial report. On 02 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 22 dec 2015 medical affair director made the following analysis: medial proximal periprosthetic fracture occurred few weeks after primary implantation. The patient is very heavy ((B)(6) by 168cm). There is no indication as to a possible traumatic event. In many cases, similar fractures are initiated because of a problem occurred during broaching of the femur, but of course there is no evidence of such an occurrence. The weight of the patient and unknown events during rehabilitation may have caused the definitive fracture. I can see no evident reason to classify this event as implant related. Batch review performed on 18 december 2015: lot 152521: (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
Revision surgery 21 days after primary due to a periprosthetic fracture. Femoral cerclage.